Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose over 600 mg/dl and had to go to the hospital. The customer had received a no delivery alarm and it was found the cannula was kinked. It was stated that a few infusion sets have fallen off due to swimming. It was stated that the no delivery alarm was resolved by an infusion set change.